Event description:
It was reported that post procedure, the physician found that the unit had low power. The procedure was completed using this device. There was no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer site. Upon turned on the console, a red screen appeared, after checking it was found that the servo lens was damaged. After replacing the new lens and recalibrating the far and near field optical paths, the device returned to normal and the laser was tested normally. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that post procedure, the physician found that the unit had low power. The procedure was completed using this device. There were no patient complications.